Event description:
It was reported that after a percutaneous coronary intervention, arteriotomy closure of a heavily calcified common femoral artery was attempted using a perclose proglide device. Reportedly, the foot could not be retracted/parked causing difficulty removing the device. The device was surgically removed and the access site was surgically sutured to achieve hemostasis. There was no vessel damage. The heavy calcification at the access site prevented the foot from being retracted. There were no reported adverse patient sequelae. Hospitalization was extended. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported foot retraction issue resulting in difficulty removing the device was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information. Heavy calcification was reportedly present at the common femoral artery access site. The perclose proglide device instructions for use state under the special patient populations section that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site.